Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the physician encountered difficulty placing the right ventricular (rv) lead and was unable to extend the helix. The lead was removed and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.